Event description:
The following has been reported: biomed reported: "pump alarm needs service." Patient harm: no. Infusion stoppage: no. "Pump sn: (B)(6) alarmed service needed". A couple of infusions ran with it, it was cleaned, it wasn't very dirty. A preliminary review identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (vr decoupled). Upon return, the device started up with no errors and vr coupler rod not springing back to proper position. Removed resistor motor assembly and found vr coupler bearing not seated in resistor motor housing causing the vr coupler spring and gear to not function properly. Removed and replaced vr coupler bearing and verified resistor motor assembly housing. No other damage found.